Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged error 4 message was not resolved with troubleshooting. Per the onetouch ping user guide, the error 4 message prompts when there is a problem with the test strip.

Manufacturer narrative:
Lifescan (lfs) has requested return of the test strips for evaluation. If the product is returned, lfs will evaluate it and inform FDA if the product does or does not pass inspection in a supplemental report.